Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that patient had experienced corneal abrasion in the unknown eye during cataract surgery.

Event description:
A non-healthcare professional reported that patient had experienced corneal abrasion in the unknown eye during cataract surgery. There was a patient harm reported. There are multiple related reports for this event. This report addresses the patient mm, unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in a.1., a.2., a3.a., b.5., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There was no service record relevant to the reported event found. However, the system was last serviced prior to the reported event per service record. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).